Event description:
The customer reported that they had started seeing quality control outliers for their magnesium test on two analyzers beginning on (B)(6) 2015. The customer later encountered calibration failures. Results were questioned for approximately 34 patient samples tested between (B)(6) 2015. The result for one patient sample tested on (B)(6) 2015 was corrected, but the customer could not provide specific values for this patient sample. The customer was able to provide data for one patient sample that had an erroneous result on (B)(6) 2015 when tested on c501 serial number (B)(4). No additional patient data was provided. The sample initially resulted as 2.96 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 1.61 mg/dl accompanied by a data flag. The sample was repeated a second time, resulting as 1.63 mg/dl. The repeat result was believed to be correct and an amended result was reported. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The magnesium reagent lot number was 61230601, with an expiration date of 11/30/2016. The field service representative was not able to determine a cause. He suspects that there is possible water contamination. He later decontaminated the instrument. He stated that there are ongoing water issues at the site and the water system manufacturer was on site to address the issues. The customer did note that the current water cultures from water going to the analyzer were negative. The customer also noted that they had water resistance issues a couple months prior and these have since been resolved.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.